Event description:
The customer reported receiving a reading of 141 mg/dl which was higher than she felt and she experienced dizziness, lightheadedness, weakness, and chest pain. The paramedics were called and treated the customer with a glucose tube, unknown intravenous fluids, and oxygen. The customer was transported to a hospital and stayed overnight. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. According the internal memory log of the meter, the customer did receive a reading of 141 mg/dl. Note: the customer reported not washing their hands; therefore, the customer did not use device according to label copy. Not washing hands may cause imprecise readings.